Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The expected infusion time was 7 days but the device was not empty after 7 days. The device was filled with 63 ml of fluorouracil and 21 ml of 5% glucose for a total fill volume of 84 ml. The remaining volume after 7 days was unknown but the device reportedly looked "full". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured march 13, 2015 ¿ march 16, 2015. The device was received for evaluation with approximately 77 ml of fluid in the bladder. Visual inspection noted no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection revealed micro air bubbles in the flow restrictor blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.